Event description:
Healthcare professional (hcp) reports one incident of blood leak on mca 180 dialyzer. Blood leak occurred at start of treatment. Blood leak was noted by blood leak alarm and verified with positive hemastix. Blood was not returned to the pt with an estimated blood loss of 250 cc. Treatment was resumed with new disposables and completed without further incident. No pt injury or medical intervention per hcp.